Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implante with an impella cp experienced saturated flow and flat motor current. No patient harm was reported. The patient was successfully weaned and survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for investigation. Saturated/high pump flow: the returned device showed no biomaterial evidence or bearing wear defect. Pump was ran for around 22 hours with no saturated flow issue reproducing. There was no defect found with return product. Data logs were reviewed and saturated flows, intermittent low flows seen at respective p-levels during the cp pump support. The cause of saturated flow was likely due to biomaterial buildup based on log analysis. Device history review: the pump passed all post sterile inspection checks.